Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. After the successful implantation of the trunk-ipsilateral leg component (rmt261218j/13256617) and a contralateral leg component (pxc141200j/13355729) on the ipsilateral side, a sb balloon was inserted through the gore® dryseal sheath (dsl1828j/13157810) for touch-up ballooning. However, the physician felt resistance while passing through the sheath; therefore, the balloon was withdrawn from the patient. Then, the physician found a piece of transparent material (most likely a torque bump detached from a delivery catheter) protruding from the valve of the sheath. The physician collected the piece, and pursued the rest of the procedure with the procedure without any other reported issue.

Manufacturer narrative:
Manufacturing evaluation performed. Engineering evaluation performed. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Incomplete device returned. Without having the delivery catheter to evaluate, it cannot be conclusively confirmed where the foreign material came from.

Manufacturer narrative:
(B)(4).